Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray in 1.12 was opening all the way when dispensing a single medication. A field service engineer tested the mini drawer in 1.12, and it failed and removed the engine and cleaned the track, but there was no change and inspected the engine and cable and found no visible damage and replaced the mini engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es baseor12 mini tray 1.12 opened all slots when users attempted to remove only a single vial. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.